Event description:
A report was received that the patient had difficulty charging the ipg. The physician suspects malfunction. The patient will undergo an ipg explant.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well following the procedure. The ipg was explanted due to physician¿s preference.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician suspects malfunction. The patient will undergo an ipg explant.